Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen on her insulin pump. The customer reported that she lost a sensor and an infusion set due to the insulin pump malfunction. The customer reported that the current blood glucose level was 4.3 mmol/l. Troubleshooting was not completed at the time of call. Product is expected to return for analysis.